Event description:
A customer contacted baxter technical services (bts) regarding assistance with a high drain 104 alarm at the end of therapy on the homechoice machine (hc). The technical service representative (tsr) assisted the home patient (hp) to try to obtain the therapy information. The hp could not retrieve the information. The tsr advised the hp that the hc will be swapped out. The tsr advised the hp to use manual bags and contact their nurse to program the new hc. The hc unit was operational. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, or if any additional information becomes available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). The reported issue of increased intra-peritoneal volume (iipv) was confirmed in the event history log review. Device failed homechoice return instrument test/evaluation (rite) functional testing for power up verification due to high drain alarm. Device passed homechoice rite electrical safety analyzer testing. The cause was determined to be one or more cycles advances to next fill when slow / no flow occurred above the min drain volume threshold.